Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before implanting an atrial lead into the patient, the lead was tested and the lead¿s helix did not fully retract. Another lead was used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.